Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The exeter stem appeared to have a black line through the bottom section on the x-ray. During revision surgery, the stem came out in two separate pieces. The damage to the tip of the distal portion was caused by a burr used to assist with removal.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed following visual inspection. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 11 november 2016. The report noted the following. The returned device parts were examined with the aid of a stereo microscope at magnifications up to 50x. Explanation damage was observed on the stem. The medial surface of the stem showed damage consistent with cement-mantle breakdown being observed. Based on macroscopic features, the crack propagated from the lateral to the medial surface of the stem. The proximal end of the stem was analyzed under a scanning electron microscope (sem) for further evaluation. A material analysis has been performed. The report concluded: the stem fractured in fatigue. Eds showed the stem was consistent with astm f1586 alloy. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review by a clinical consultant noted: there is irregular cementation around the stem while the greater trochanter was absent already before the previous revision in 2012. At the time, the femur was repaired with impaction grafting and an exeter 44-mm #0 stem was implanted. The mar confirms the stem fractured in fatigue. Also on x-ray it is evident that an overload condition did exist proximal to the stem area where the fracture occurred. The two most prominent factors to contribute to this overload condition: the absent greater trochanter. The irregular cementation with impaction grafting in 2012. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: a bone defect condition of the greater trochanter in combination with issues of impaction bone grafting during the previous revision caused an overload condition around the proximal stem section contributing to a fatigue fracture exactly at the level of peak overload. If additional information becomes available, this investigation will be reopened.

Event description:
The exeter stem appeared to have a black line through the bottom section on the x-ray. During revision surgery, the stem came out in two separate pieces. The damage to the tip of the distal portion was caused by a burr used to assist with removal. This stem was implanted when the cup was revised in 2012. The patient initially had an srom stem insitu which was revised with impaction grafting and a 44mm #0 stem was implanted. The original srom stem was removed for access during cup revision and replaced with the stem that was revised today.